Manufacturer narrative:
Date of birth - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received an FDA medwatch report. The event description states: the angio-seal device failed, it did not deploy appropriately. There was no harm to the patient. Manual pressure was applied to achieve hemostasis. Additional information was received on june 28, 2019. The procedure was a balloon angioplasty, stent placement and arteriogram. There was minimal blood loss, less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the FDA medwatch that was received and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.